Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that during the post procedure follow-up in clinic, rv increased capture threshold and decreased amplitude were noted. During the lead repositioning, retraction/extension helix issue was noted. The lead was explanted and replaced, and sent back for analysis. The patient was stable.